Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k011028, k013227.

Event description:
It was reported that irt stuck in the implant. Doctor finished the procedure with another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) & one (1) tool implant removal scr type imp (irt) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the implant does not disengage/release from the removal tool. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported implant was located on an unknown tooth site (universal) and was used for an unknown amount of time. The length of the removal tool usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1248527). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (irt) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (1248527) for similar events and no other complaint was identified. A complaint history review by item number was conducted for the (irt) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed.